Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate or verify the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that the battery of their device had depleted from three bars of battery capacity to zero bars. As a result, the device may not be able to power on to provide therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the battery of their device had depleted from three bars of battery capacity to zero bars. As a result, the device may not be able to power on to provide therapy, if it were needed. There was no patient use associated with the reported event.